Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 product lot number 0011984399 ; product type: compression loading system (cls) implant date na; explant date na product ID evolutfx-26 product serial number (B)(6) product type: transcatheter valve implant date (B)(6) 2024 explant date na this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was difficult to deploy, as the frame paddles were not releasing easily from the delivery system tabs during full deployment. However, the tabs did release with some delivery catheter system (dcs) manipulation and the valve was successfully deployed. There was no anatomical difficulties noted. No difficulty turning the deployment knob was noted and the capsule responded when the deployment nob was turned. One deployment attempt was made. No adverse patient effects were reported.